Event description:
A user facility reported to olympus that during a preparation, pins in the connector were damaged on the evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a no image with the scope due to a faulty patient board set. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections d8 and e2 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed the patient board set was an older version. Based on the results of the investigation, it is unknown if the image failure occurred due to the design. There has since been a design change to prevent recurrence. Olympus will continue to monitor field performance for this device.